Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0302191. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was past its expiration date. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, materials past expiry will not be tested. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) was initiated. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The staff were sent home to self quarantine until pcr test gave a negative result. Eua#: eua (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device lot #: 0302191 was reported, however, this is not a lot# manufactured for this product #.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. The staff were sent home to self quarantine until pcr test gave a negative result. Eua#: (B)(4).